Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump had moisture damage on the lcd board. Unable to verify the battery out limit alarm or perform the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery tests due to the button keypad anomaly. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, and a cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump .the customer states they received battery out limit alarm. The customer's blood glucose level was unknown. The customer states the pump was exposed to water. The customer states the pump was vibrating without any alarms present. The customer states the keypad was unresponsive. The customer was advised the pump would be replaced and returned for analysis.